Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument manufacturing date: 21-may-2021 expiration date: 01-may-2031 part number: 04.037.915s, 9mm/125 deg ti cann tfna 235mm/left- sterile lot number: 174p155 (sterile) lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 86p9635 lot quantity: (B)(4), part number: 04.037.912.4, wave spring, shim ended lot number: 77p1349 lot quantity: (B)(4). Part number: 04.037.912.2, lock prong, 125 degree tfna lot number: 61p5074 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80 lot number: 60p0829 lot quantity: (B)(4) lbs. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR: a device history record (DHR) review was conducted. Manufacturing location: monument. Manufacturing date: 21-may-2021. Expiration date: 01-may-2031. Part number: 04.037.915s, 9mm/125 deg ti cann tfna 235mm/left- sterile. Lot number: 174p155 (sterile). Lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 86p9635. Lot quantity: 200. Production order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 77p1349. Lot quantity: 1,000. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card dated 15-jan-2021 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree tfna. Lot number: 61p5074. Lot quantity: 96. Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: 60p0829. Lot quantity: 2,129 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied dated 13-apr-2020 was reviewed and determined to be conforming. Lot summary report dated 15-jun-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in france as follows: it was reported that the patient called on (B)(6) 2023 for unusual pain in the left thigh. This pain appeared the day before when getting up in the morning without making special efforts without pressing. So far, everything was fine, just contact support. Patient had returned home independently. No particular traumatic notion was noted. Since this pain, patient had a feeling of abnormal noise. X-rays taken at hospital revealed a fracture of the nail on one of the distal locking holes. The clinical context did not allow the nail to be changed. It was decided to immobilize by hemi-berumda because the osteotomy site is in the process of consolidation. The device is not available for return since it has not been removed. Date of the original surgery was (B)(6) 2022. This report is for one (1) 9mm/125 deg ti cann tfna 235mm/left - sterile this is report 1 of 1 for complaint (B)(4).